Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump had low flows, low power consumption and low flow alarms. The patient was hospitalized and a ventricular assist device (vad) exchange was performed. During the procedure, the surgeon noted a pump thrombus at the inflow cannula. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log file analysis, which revealed 3 low flow alarms and 2 suction alarms since (B)(6) 2018. A sharp decrease in power and flow was observed starting on (B)(6) 2018. Of note, it was reported that the surgeon noted a pump thrombus at the inflow cannula during pump exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of suction/low flow events may be attributed to thrombus at inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.